Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The instruction manual states that disinfection of the water supply pipeline should be carried out whenever the water filter is replaced. Omsc judged that the event occurred due to user's handling.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the water filter was discolored when it was checked because there was a problem with water pipe at the facility. The water filter has been changed once every 2 to 3 months. The user didn't know the process for the replacement of the water filter, disinfection of water supply pipe and replacement of disinfectant liquid. There was no report of patient injury associated with the event.